Event description:
It was reported that the lv lead (B) (4) had "sub-optimal sensing and threshold values." The lead was replaced. There were no pt complications reported with this event. In addition after multiple repositioning of lead (B) (4) the helix would not retract and lead (B) (4) doubled over inside the subclavian vein and a crease was noted. The devices were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead in segments returned and analyzed. The helix electrode consistently extended and retracted within 8 turns. After cleaning the dried blood and tissue from the helix, it functioned within specification. The lead was considered functionally normal. The full lead was returned. All conductors were distorted and the inner tubing kinked, both at 38 cm.